Event description:
It was reported that on an unknown date during inspection it was observed that three screwdrivers and three pins were warped and stripped due to usage. This complaint involves six (6) devices. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Concomitant medical products: exact date of event is unknown; even occurred sometime in 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.